Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received. Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(6). The defective power supply board (RMA# 37215) and the control board (RMA# 37216) for further investigation were investigated with the number lce04109 at life cycle engineering: possible causes of short circuits are defective buffer capacitors. These are connected at the inputs of the voltage consumers between the supply voltages to ensure a stable voltage supply. Normally, capacitors have a very high insulation resistance of several mega ohms up to their specified dielectric strength. In the event of a defect, this resistance can drop to a short circuit, so that the current flows off via the capacitor and the total current consumption can rise sharply. The root cause is a defective capacitor on the control board. This caused a short circuit that set off the fuse on the power supply board. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference#: (B)(4). Autonumber: (B)(4).

Manufacturer narrative:
Additional information- on the 2019/03/06 new info: the ssu told us that there was no patient death or harm. The device was investigated from a getinge service technician with the maquet - service order# (B)(4) on the 2018-12-18 and 2018-12-21: the display message "error offset" did not resolve after replacing the rfc flow board, the rfc control board kit and the prfc power supply board. The unit will be sent to mahwah for further investigation. At mahwah depot: the getinge service technician with the with the maquet - service order# (B)(4) on the 2019-01-08 and 2019-01-16: displays error offset message- hospital biomed replaced 3 circuit boards and still had error. Found that a short on the control board was causing a surface mounted fuse to open on the power supply board. Replaced control board and power supply board. Fuse could not be replaced. It was surface mounted. Replaced battery as per pm schedule. Pm, functional test and safety check as per the service manual. All tests passed. The defective power supply board (RMA# 37215) and the control board (RMA# 37216) further investigation are on their way to lce in germany.

Event description:
Internal reference#: (B)(4). Autonumber: (B)(4). On the 2019/03/06 new info: the ssu told us that there was no patient death or harm.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
(B)(4). While supporting a patient the console displayed "error offset" and stopped functioning which caused the clinician to handcrank for 4 minutes until the patient was switched to a secondary console. On 2019/01/22: the ssu told me that the patient died after 5 days of the event; she was connected to the rotaflow all the time.